Manufacturer narrative:
Since the initial medwatch was filed the investigation has concluded. The clinical report noted the pump separation occurred at removal through the introducer sheath. There was a nonabiomed provided .035 guidewire in the introducer at the time of pump removal. The guidewire was presumed to have caused additional resistance forces at removal of the pump. The higher than expected forces during removal allowed the cannula to separate. The failure mode will be monitored and trended.

Manufacturer narrative:
To date the medical facility has not yet returned to abiomed the malfunctioning product. The investigation into the root cause of the pump fracture has not begun. Upon the completion of the investigation, a final medwatch will be filed.

Event description:
When the impella was placed the team inserted through a long 14fr x25 cm sheath. The longer sheath was utilized due to peripheral arterial disease. The pump supported the patient hemodynamically for the lm and lad artery to be treated with rotational atherectomy and stenting. Upon the completion of the stenting the pump was removed. As the team was removing the pump there was pump damage. The pump fractured into two pieces within the introducer. The motor housing and outlet cage remained within the introducer. All parts of the pump were removed without surgical intervention or the use of a snare.